Manufacturer narrative:
A4: unk a5: unk a6: unk h6: health impact - additional surgery: 4625 - cataract surgery; iol implanted. H6 - work order search: no similar complaint was reported for units within the same lot. H11: secondary intervention to remove/replace the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4)

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens opacity (cataract; cortical). Cataract surgery (phaco-emulsification) was performed and an iol was implanted. The problem was resolved.